Event description:
Healthcare professional reported for right side "increased thickness of the periprosthetic capsule and multiple radial folds, related to capsular contracture, baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and multiple radial folds.

Event description:
Healthcare professional reported for right side "increased thickness of the periprosthetic capsule and multiple radial folds, related to capsular contracture, baker grade unknown". Device remains implanted.